Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0011792921); product type: 0195-heart valves product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use. A pre-dilation was performed as standard for the implanting physician. The patient had a large annulus and lack of calcium, leading to the valve being unable to anchor in the annulus. As the valve would not stay in place, it was recaptured, removed from the patient and discarded. The procedure was aborted. No adverse patient effects were reported.